Event description:
A cre fixed wire balloon dilatation catheter was planned for use on (B)(6) 2008. According to the complainant, there was no product inside the box when opened. The patient's condition is unknown.

Manufacturer narrative:
The device packaging was not returned for evaluation; therefore, the cause of the reported event is undetermined. A lot history search revealed no similar complaints against this lot. A review of the device history record revealed no anomalies. The (B)(6) 2008, 15-month cre balloon fixed wire product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. (B)(4).